Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. The aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was aneurysm enlargement from 6.1 cm to 6.3 cm. The cause of the aneurysm enlargement is unknown as there is no endoleak noted. Currently there is no intervention is planned. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) (lack of information, cause of event is unknown). Evaluation, conclusions: (B)(4) (lack of information, cause of event is unknown).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the stent graft was explanted due to endotension. The physician stated that there were no endoleaks observed during the removal of the stent grafts. The aneurysm enlargement was due to endotension. The stent graft system was discarded by the user facility. No clinical sequelae were reported and the patient is fine.